Manufacturer narrative:
Manufacturer's investigation conclusion: although the reported pump stop events were confirmed through the analysis of the submitted log file, the evaluation of the replaced external portion of the driveline did not confirm external wire damage that would have contributed to the event. The submitted log file contained data from (B)(6) 2019 through (B)(6) 2019. The log file captured pump stop events on (B)(6) 2019 at approximately 04:13 pm and 10:21 pm. The pump stop events occurred while the patient was supported by the power module and were associated with low speed and low flow hazard alarms. The pump returned to set speed following each event and functioned as intended. Based on our complaint history and similarly reported events, the event captured in the log file could have been potentially consistent with a compromised wire in the patient's driveline; however, a specific cause for the event cannot be conclusively determined through the evaluation of the returned driveline. A distal-end driveline replacement was performed on (B)(6) 2019 and approximately 17¿ of the external portion of the driveline was returned for evaluation. Visual inspection of the metal connector noted a green/white corrosion found within the connector. The origins of the corrosion could not be determined. The pins of the metal connector appeared free from deformation. Electrical continuity testing of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test. No damage was observed to the outer silicone jacket. The bionate layer appeared unremarkable. The metal braided shield breakdown was consistent with the duration of the patient¿s use; however a dark discoloration was noted at approximately 3¿ from the metal connector. Examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. Following the driveline repair, no immediate alarms were noted after the patient was back on the grounded patient cable. The account also communicated that no corrosion was observed on the system controller connector and the patient did not experience additional pump stop events after the repair. The patient remains ongoing on heartmate ii lvas. The hmii lvas IFU and the hmii patient handbook explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. The patient handbook also contains important warnings relating to pump stops and cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information. Section h3: the replaced portion of the percutaneous lead is expected to be returned for analysis. It has not yet been received.

Event description:
Additional information: it was reported that a percutaneous lead repair was requested and scheduled. Technical services was on site on 15oct2019 and performed a driveline repair. The repair started about 3 inches from the driveline exit site. The silastic sleeving was removed and it revealed a shield stretching and dark spot approximately 18 centimeters from the exit site. Upon removing the metal shielding, it showed the yellow wire insulation was breached. The yellow wire was replaced first and technical services was able to complete the repair without any alarms. There were no immediate alarms after the patient was attached to a regular patient cable. The excised percutaneous lead will be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacture¿s investigation is completed.

Event description:
It was reported that the patient experienced low speed in operation followed by pump off on (B)(6) 2019 at 1613 hrs & 2221 hrs, when the patient was connected to power module in semi fowler¿s and right laterally position. The patient did not feel unwell. The account was unable to duplicate the alarm in the same position while in the x-ray room. There are no visible external driveline injury examination by the vad coordinator showed ¿no visible external damage, but it felt irregular at 10 and 16.5 cm from driveline connector. The patient was issued and unground cable. The log file showed pump stops these issues only appear to be occurring while the vad is connected to the power module. This type of behavior has been linked to potential issues with the percutaneous lead. The x-rays have been reviewed showed an area of potential concern 8 cm (approximately 6 in) from the exit site. No further information was provided.